Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 5.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing was leaking event on (B)(6) 2026. The patient reported leakage at the site of insertion. The infusion set was in use for one day. The patient replaced infusion sets and resumed deliveries successfully. No further information available.